Manufacturer narrative:
The affected device has been confirmed as non-allergan and this report is no longer considered reportable to the FDA.

Event description:
The affected device has been confirmed as non-allergan and this report is no longer considered reportable to the FDA.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii" and "exchange of textured devices due to patient's concern with product."

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "exchange of textured devices due to patient's concern with product." Record is for left side. Device remains implanted.